Event description:
The customer was hospitalized with high blood sugars. Customer has changed the set several times prior to the incident. Troubleshooting indicated the device was functioning properly. Explained the rule of changing the set and rotating the site after two consecutive high blood sugar readings.